Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) that occurred on the home choice (hc) during dwell 6 of 6. The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. There were no open clamps and no problems were noted with the supplies. The technical service representative (tsr) explained the alarm. The hp stated that the nurse had already cycled power. The tsr instructed the hp to discard the supplies and finish with manual supplies. The cause of the alarm was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 6 of 6 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.